Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-may-2018 with the following findings: a review of the bolus history showed the last bolus delivery was a 1.50 unit bolus. The pump history showed a temp basal program had been run. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate. At the end of testing the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within the required range and delivering accurately. No alarms or delivery interruptions occurred during the testing. The complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring =500 mg/dl with polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the pump was responsible for the elevated blood glucose; however, declined to participate in troubleshooting of the pump with animas customer support. The patient reportedly remained on insulin pump therapy. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged inaccurate delivery issue.